Event description:
Boston scientific was notified that the matrix standard-2d coil was first positioned into aneurysm and when the physician pulled it back, it broke at the detachment zone. The coil was left hanging down into the aorta. The product was destroyed. No clinical sequelae as a result of this event.